Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms occurring while connected to a mobile power unit and power module was confirmed via analysis of the returned system controller. The returned system controller was connected to a test system monitor and test power module, and the reported event was reproduced by manipulating the black power cable. Evaluation of the underlying wires on the black power cable revealed that the yellow, alarm out, wire was broken and the inner conductors were exposed. Inspection of the damaged wire revealed that the exposed conductors were shorting to the shielding, this would result in the reported auditory alarms. The downloaded system controller event log file contained approximately 21 days of data (21jun2023 ¿ 12jul2023 per the timestamp), and the downloaded system controller periodic log file contained 255 days of data (30oct2022 ¿ 12jul2023 per the timestamp). The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log files. The pump maintained a speed above the low speed limit without issue throughout the log files. The reported event was determined to be caused by a break in the alarm out wire in the controller¿s black power cable. Although not conclusively determined, the observed underlying wire damage may have been associated with repetitive bending of the power cables during use over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21sep2022. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient heard alarms while connected to the mobile power unit (mpu) at home. The mpu was replaced but the issue did not resolve. The alarms were confirmed and replicated in clinic when connected to a power module. The system controller was replaced, which resolved the issue.